Manufacturer narrative:
The customer's cobas liat analyzer (s/n(B)(4)) was requested to be returned for evaluation and repair. From the data inspection, it was identified that a few disturbances are observed in the dataset from run 183 to 481. However, after the gap of missing runs (482-508) both instrument and baseline levels of the analyzer are completely disturbed. Multiple leakages were identified throughout the second part of the dataset (509-604). Multiple discrepant result runs were identified which lead to the observed false positive results. Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update to better identify the thermal sensor errors and a new cobas® sars-cov-2 & influenza a/b script to better detect abnormal pcr curves have been launched. The implementation of both the software and the updated script have shown a reduction in the calculated false positive rate. Consignees have been notified. The customer issue has been alleged on the cobas liat system, product code: occ catalog number07341920190 and UDI (B)(4). The test used on the cobas liat system is the cobas sars-cov-2 & influenza a/b test product code qjr, catalog number 09211101190 and UDI. (B)(4). (B)(4).

Event description:
The customer alleged discrepant results generated from a cobas® liat® system (s/n(B)(4)). A customer from the (B)(6) alleged potential false positive results for 11 patients¿ samples tested with the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n(B)(4)). During review of customer-provided data it was noticed that run #596 generated a sars-cov-2 negative, influenza a negative, influenza b positive result for a patient¿s sample. Runs #517 and #600 generated sars-cov-2 positive, influenza a negative, influenza b negative results for 2 patient¿s samples. Runs #518, #540, #581, #603 and #607 all generated sars-cov-2 positive, influenza a negative, influenza b positive results for 5 patients¿ samples and runs #516, #564 and #576 all generated sars-cov-2 positive, influenza a positive, influenza b positive results for 3 patients¿ samples. No patient details were made available, and no harm or injury was indicated. No information on sample collection or handling was provided. Eleven (11) mdrs will be filed one for each sample as per FDA guidance.